Event description:
A consumer reported that her long distance vision has been reduced eleven years following intraocular lens (iol) implant surgery. She stated that she knew she would need eyeglasses for reading, but did not expect to do so for distance. Prescription eyeglasses help to improve her distance vision. Additional information was received from the surgeon's staff indicating the surgeon is unable to provide further details because the pt is not able to come in for a consultation. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).